Event description:
The hosp reported that after two days the unit leaked. The unit was then changed out. The pt later expired. The perfusionist involved states that the pt outcomes were not related to the product malfunction.